Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced syncope. The patient was evaluated and it was determined that the lead was not capturing and had dislodged. Subsequently, a revision procedure was performed. During the revision procedure the lead was unable to be reposition as the helix mechanism could not retract therefore, this lead was explanted and replaced. No further complications have been reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix mechanism was partly retracted upon returned and the inner coil was found to be deformed near the is-1 end. Microscopic imaging was performed and no fracture was seen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported sycnope and dislodgement.